Event description:
Event description guidant received information that this pacemaker, exhibited a ventricular impedance >2500 ohms, due to a suspected loose setscrew/ connection issue. Due to this onbservation, the device was removed and successfully replaced. In addition, the ventricular lead was surgically abandoned and replaced due to a patient related condition.